Event description:
Caller alleged that the following results were obtained on a neonate patient less than 10 minutes apart, with a greater than 25% variance in results: 38 mg/dl, 36 mg/dl, and 27 mg/dl (inform meter (B)(4)) variance = 28% 27 mg/dl (inform meter (B)(4)) and 49 mg/dl (inform meter (B)(4)) variance = 45% patient was treated with formula. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
(B)(6).